Event description:
It was reported when the physician tried to remove the introducer sheath, it jammed at the proximal end. While trying to cut the introducer sheath manually, the pusher end broke unintentionally and the coil detached inside the catheter. The whole system (catheter and coil) was removed from the pt. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).